Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals. The lead remains in use and the physician is monitoring the issue. No patient complications have been reported as a result of this event.